Manufacturer narrative:
The device has not returned for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Multiple attempts have been made to obtain information. If additional information and/or the implant are provided, a supplemental report will be filled accordingly. Based on the information provided, the root cause cannot be determined.

Event description:
It was reported that the driver was found broken at the hospital.